Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18316 and reference MFR report: 1627487-2013-18318. It was reported the patient is experiencing ineffective stimulation. The patient's spouse indicated past reprogramming efforts have only able to provide effective stimulation for a short time. The sjm rep is to meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.